Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty assembling a catheter with a connector is inconclusive due to the state of the returned samples. One 4 fr single lumen groshong clearvue catheter with a flushing hub and stiffening stylet inserted, one 4.5 fr x 5 cm microintroducer sheath, and one proximal nxt connector piece were returned for evaluation. An initial visual observation showed use residue on the returned catheter. Once the stylet and flushing hub were removed, the proximal end of the catheter was found to be able to connect onto the cannula of the proximal nxt connector piece with ease. A microscopic observation revealed no damage on any of the returned samples. The gap between the locking arms of the proximal nxt connector piece was measured and found to be within specification. While no issue was found with the samples returned for evaluation, the distal piece of the two-piece nxt connector was not returned; therefore, the complaint of difficulty assembling the catheter with the connector could not be confirmed and is inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the extension tubing was unable to be attached with the catheter smoothly. No other information provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds2273 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the extension tubing was unable to be attached with the catheter smoothly. No other information provided.